Event description:
It was reported an air leak was noted at the valve during the procedure.

Manufacturer narrative:
One opened 8.5f fast-cath introducer was received for eval. Functional testing confirmed a leak at the valve. The investigation revealed the leak was caused by a tear in the hemostasis seal. However, it is uncertain what caused the tear in the seal. Review of the device history record confirmed this lot met mfg requirements prior to shipment. St. Jude medical product surveillance was notified of this event on jan 9, 2008.